Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cannula caused cartilage damage during insertion into the joint. A replacement was available. The cartilage damage to the shoulder was minimal and on a surface level. There were no further adverse consequences to the patient. There was a delay in surgery of about 2 minutes.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The distal was visually inspected for sharp edges. None were seen. Also the shaft did not appear to be bent, only minor scratches from use were noticed. The probable root cause is user error, the cannula may have been inserted into the joint too deep or at an angle.

Event description:
It was reported that the cannula caused cartilage damage during insertion into the joint. A replacement was available. The cartilage damage to the shoulder was minimal and on a surface level. There were no further adverse consequences to the patient. There was a delay in surgery of about 2 minutes.